Event description:
It was reported that the patient was having an MRI on (B)(6) and before the scan was complete the patient noted some burning sensation in his abdomen, and he requested the scan to be stopped. The implantable neurostimulator (ins) had been turned off and in MRI mode. Since the scan, the patient felt ¿crummy¿ tired and achy with more frequent bowel movements. The patient denied any bowel or bladder incontinence. A manufacturing representative (rep) saw the patient in the doctor¿s office on (B)(6). The patient denied any other symptoms since the MRI. They reprogrammed stimulation and the patient was getting good stimulation coverage. It was noted that the patient had other mris in the past with the spinal cord stimulator (scs) system implanted and denied any ¿burning¿ sensations.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).